Manufacturer narrative:
Company comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Seriousness criteria includes long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was used off-label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. A follow-up on the lot number and additional information will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a registered nurse via a sales representative concerning a female patient of unknown age. The patient underwent breast surgery 2-3 years ago, which was unsuccessful. The patient experienced breast disfiguration as a result of the botched breast surgery. No information regarding the patient's medical history, concomitant medications, allergy history, or previous filler treatments was provided. On an unknown date, the patient received treatment with sculptra to the breast (unknown amount, lot number, injection technique and needle type) in an attempt to correct the disfiguration related to prior breast surgery at another practice. Sculptra was injected for breast disfiguration (off label use of device). Following treatment, the patient developed granulomas/lumps (granuloma skin) at the sculptra injection sites, which the surgeon has been attempting to manage for several years. Treatment for the adverse event was not reported. Outcome at the time of the report: granulomas/lumps was not recovered/not resolved/ongoing. Sculptra was injected for breast disfiguration was recovered/resolved.